Event description:
The user facility reported that the right external iliac artery (eia) was treated with the r2p destination sl guiding sheaths, but the sheaths could not be inserted into the vessel. Consequently, the treatment was changed to an antegrade approach from the right femoral artery, and the angio-seal device was used to achieve hemostasis. A guidewire used during the treatment was replaced with the angio-seal guidewire, and an attempt was made to insert the angio-seal device into the vessel. However, when the locator/insertion sheath assembly was pushed forward over the guidewire, the assembly kinked, preventing the angio-seal device from being inserted into the vessel. Manual compression was then applied to achieve hemostasis, which was successfully achieved with manual compression only. The estimated blood loss was less than 250cc. The procedure before deploying the device was permanent pace-maker implantation (ppi), and a pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was the right common femoral artery, and the vessel diameter is unknown. Additional information was received on 04 sep 2024: two r2p devices were used and failed. The r2p devices were then switched out, and an angio-seal device was attempted but also failed.

Manufacturer narrative:
A3b: gender: n/a a4: weight: 65.6kgs . The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, carrier tube, hemostasis sheath, and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned fully mated with a kink at the blood inlet holes. No other damage or issues were found. The temperature dot was also returned gray. The complaint could be confirmed for a kinked sheath/locator assembly. The exact root cause could not be determined. The likely cause was determined to have been damage sustained to the assembly due to off axis loading during attempted insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).